Manufacturer narrative:
There are no known events, such as trauma or excessive activity, that are likely to have contributed to the ipg eroding through the skin. The physician reported no signs or symptoms of infection were present. Cause of the device eroding through the skin more than a year after implant are unknown.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower extremity pain. In (B)(6) 2025 the patient was noted to have the implantable pulse generator (ipg) begining to erode through the skin where it had been implanted on the anterior thigh. Although the patient had reported getting good therapy from the system, the physician elected to explant the ipg due to the skin erosion. On (B)(6) 2025 the ipg was surgically explanted and both implanted leads were left in place.